Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
User facility reported that the pt required suctioning due to desaturation. When attempting to detach the ventilator circuit from the tracheostomy tube, the tube partially broke. No incident related medical sequela was reported.